Event description:
It was reported the calibration of the touch pen is off. The touch pen was replaced, but cannot get it to calibrate correctly. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 229047 analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; touch pen and cursor arrow do not line up; overlay/bezel assembly found out of electrical specification. It is noted coating/paint was flaking off of bezel overlay.